Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states eg29-i10c-us with a 510k # k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video gastroscope eg29-i10c sn: (B)(4). In the event reported by the distributor, they stated the image is foggy which was detected in the workshop during inspection. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility for further evaluation. No additional information provided.